Event description:
A report was received that during a trial procedure the patient had a cerebrospinal fluid (csf) leak and was experiencing headache. The patient was prescribed with tylenol, coffee and blood patch. The patient was doing well postoperatively.